Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nurse was unable to place the liner inside the cup. There was no known impact or consequences to the patient. It was reported that no further information is available.